Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The mother stated that the customer was hospitalized due to a diabetic coma and a blood glucose reading of 500 mg/dl. The customer told the mother prior to the hospitalization that the insulin pump was not functioning correctly. Troubleshooting was performed. The bolus history revealed that the customer had not given any boluses with the insulin pump for three days prior to the hospitalization. No supplies were present during the phone call to complete the troubleshooting. Nothing further was reported.